Event description:
It was reported that this pacemaker system exhibited low amplitude on the right atrial (ra) lead. Additionally, ra and right ventricular (rv) lead pace impedance measurements decreased approximately 100 ohms, however, these are still within range. The electrogram (egm) also showed oversensing of extra deflections on the ra lead, possibly non-physiological. Technical services (ts) was consulted and discussed that the right atrial (ra) lead should be further evaluated due to concerns of lead integrity. No adverse patient effects were reported. At this time, this device system remains in service.